Event description:
During cystoscopy with formalin instillation, ball tip fulgurating electrode pulled apart and was retained in pt. Confirmed by x-ray. Attempts to remove during procedure were unsuccessful. Ball to electrode retained in pt.